Event description:
The pt contracted endophthalmitis on day 11 post-op. An ac tap and intravitreal antibiotics were administered. A full vitrectomy, removal of iol, and capsule bag was performed. The pt grew aspergillus fungi and in the surgeons opinion the likely cause of the event is fungal endophthalmitis.

Manufacturer narrative:
See MDR 1920664-2009-00372 for the intraocular lens used with this delivery device. There have been no other endophthalmitis cases reported under this product lot number.